Event description:
The customer reported that they received a "speaker malfunction" inop/error message from their mx40 device. There was no patient harm reported by the customer.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.